Manufacturer narrative:
Device investigation: results: there are two kinks in the proximal section of the catheter, at 31.0 and 34.5 cm from the hub/shaft joint. A 0.032" mandrel was introduced into the hub and advanced distally. The mandrel stopped 31 cm from the hub/shaft joint. The catheter is non-functional. Conclusion: the kinks noted in the complaint are confirmed. The cause of the kinks is unknown based on the lack of information in the complaint description. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician was treating a patient for an ischemic stroke using the penumbra system and stated that right before accessing the target lesion, strong friction was felt. The physician withdrew the catheter and noted that the proximal end was kinked. The reperfusion catheter 032 was replaced and the procedure was continued. The patient did not have tortuous vessels. This MDR is associated with MDR 3005168196-2012-00038.

Manufacturer narrative:
Conclusion: this device is avaiable for return and a follow-up MDR will be submitted upon completion of the device investigation